Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) values that reached 240 mg/dl after wearing the pod for longer than 48 hours. The patient was reported to have lost consciousness several times and was lethargic. Upon further troubleshooting with the patient's mother, it was found that the patient was asleep and had received a pod expired alarm that they failed respond to and did not activate a new pod.